Event description:
Complaint was received in a batch report from the distributor ((B)(4)) on (B)(6) 2013. No other info was provided. Caller alleges false negative hcg results using the consult diagnostics hcg cassette test. Customer alleges observing false negative results occurring about 1 in 10 tests. Customer stated the most recent pt had a blood test that showed positive result with 20,000 miu's of hcg. Lot number 60066 was provided by the customer. Alere's records show this lot number is invalid.

Manufacturer narrative:
Customer did not provide a valid lot number. Unable to perform further investigation due to insufficient event details. Root cause could not be determined from the info provided. This issue will be tracked and trended.